Event description:
Reported received of "inaccurate overdelivery and unit is giving doses on it's own". The pump was infusing demerol. The medication concentration and the pump parameters were not available. Though multiple attempts were made to obtain additional information from the customer, there was no further information available.